Manufacturer narrative:
Device evaluation: lens was returned in liquid, in a lens vial. Visual inspection found the lens haptic torn with a piece of the haptic missing. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -10.0 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting, narrowing of the angle and shallowing of the anterior chamber depth. The patient experienced distorted vision. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op uncorrected visual acuity was 20/15. The reporter indicated the cause of the event was due to mismeasurement of sulcus.